Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station originally had 2 gateways listed before upgrade. During upgrade the 2nd was truncated and only the first remained. The field service engineer (fse) had been working with customer it to confirm data port connectivity and verify that required ports and urls were whitelisted, but the devices still appeared offline after the upgrade and required reimaging to 1.11. The fse then found that the gateway had been incorrect, preventing network communication. The fse set the correct gateway, rebooted the system, and the upgrade completed successfully, bringing the station back online in remote smart service(rss). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es upgrade had failed, requiring the hard drives to be reimaged. The station appeared offline in remote smart service (rss) and remained in disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.